Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there to be no external damage. A review of the event history log identified check clutch travel reverse error, base not responding, and base debilitated alarm. During functional testing using multiple flow and occlusion test, the reported issue was unable to be duplicated. When checking alarm history noticed the clutch was released during an infusion causing the travel reverse alarm. Unable to determine on the base not responding. The root cause of the issue was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Performed preventative maintenance on pump and replaced interconnect board as a preventative measure for the base alarms. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump's base was not responding and exhibited a travel reverse error. No patient injury was reported.